Manufacturer narrative:
Device 1 of 2

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusions set fell off within 12 hours of use .the patient replaced infusion set and resumed insulin successfully. No further information was available.